Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, the balloon catheter broke at the saline port where the copilot meets. The balloon catheter was replaced, and the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the balloon catheter, 2af284 with lot number 06051, was returned and analyzed. Visual inspection of the balloon catheter showed the push button luer was broken and leaking. Dissection showed that the guide wire lumen was kinked 1.5630 inches from the tip of the catheter. In conclusion, the reported issue was confirmed through testing. The balloon catheter failed the returned product inspection due to the broken push button luer and the kinked guide wire lumen. If information is provided in the future, a supplemental report will be issued.